Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable and prompted "no shock advised" for a heart rhythm believed to be shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device: the device was put through final testing and analysis testing and passed successfully. The device was recertified and returned to the customer. Review of the clinical data confirmed the occurrence as reported. The analysis has been deemed as an outlier based on the algorithm review. This ECG file has been forwarded to advanced development to be added to the ECG library for the next release. Analysis for reports of this type has not identified an increase in trend.